Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted the date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving higher sensor reading than he felt sensor. The customer further reported they experienced symptoms describes as ¿blurred vision and a loss of consciousness¿. The customer was unable to self-treat and their neighbor administered ¿sugar and soda¿ as treatment. The customer then had contact with a healthcare professional who diagnosed the customer with hypoglycemic and treated with glucose. Sensor readings of 288 mg/dl, 500 mg/dl and 279 mg/dl were received compared to of 89 mg/dl, 211 mg/dl and 92 mg/dl obtained from a built-in meter. It is unknown when readings were obtained as no further information was provided. There was no report of death or permanent injury associated with this event.